Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had an infection at the ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Correction: d4 - product information. Correction: h6 - health effect - clinical code. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicated the patient experienced infection at the drg ipg site, and drg system was explanted on (B)(6) 2024.